Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant placement. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7050m-90, lot# 2619751, mfd. 12/12/17, exp. 2022-12-12, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7045m-90, lot# 2628161, mfd. 02/02/18, exp. 2022-02-02, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7035m-90, lot# 2631401, mfd. 03/19/18, exp. 2023-03-19, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient later reported to a new surgeon with right side radicular pain symptoms. The surgeon determined that all three right side implants were initially poorly placed and causing radicular pain. In (B)(6) 2019, the surgeon performed a revision procedure where he removed all the right side implants using chisels. The status of the patient following the revision procedure is not known.